Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned to integra service and repair for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the lightsource found that the unit will not power on when the power button was pressed. Also, the power entry module was damaged on the housing of the component. The power supply and power entry module has been replaced to correct these issues. Root cause analysis: based on the evaluation by integra service and repair, the root cause is most likely either a lack of proper care for the product to prevent damages, or accidental damaging of the product. The power entry module was damaged on the housing of the component. No further investigation required based on the acceptability of risk. This issue and similar events are monitored and trended on an ongoing basis.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) kept blowing fuses when plugged in. The power cable was replaced, the fuses were ok, but the device would not turn on anymore. It is unknown under which circumstance the event occurred, however, no patient injury or surgical delay was reported.